Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed normal battery depletion.

Event description:
It was reported that the patient presented to the emergency room and was near syncope and had a heart rate of 20 beats per minute. The pulse generator exhibited backup vvi operation. The battery voltage was low due to normal end of life. The device was explanted and replaced.